Event description:
A nurse reported that a patient was having issues with priming. The nurse stated she thought the frangibles were getting caught in the luer lock impeding flow and causing air in line. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Several attempts were made to contact the nurse and patient to obtain additional information; however, baxter has not been able to any further information. This complaint for air in line was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the complaint information,? The nurse stated she thought the frangibles were getting 'caught in the luer lock impeding flow and causing air in line'. There was not enough data within the complaint information to identify root cause. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It is unknown if the sample is available at this time. A follow-up report will be filed should any significant supplemental information become available.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the locator wings were opened and the device was pulled back, no resistance was felt. The clip was deployed, but hemostasis was not achieved. Manual compression was used to achieve hemostasis. There were no adverse patient effects reported. No additional information was provided.